Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient had a pump exchange on (B)(6) 2021 for driveline damage (internal) short to shield. Pump will be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stops, low-speed events, and associated alarms that were captured while operating on the power module in the submitted log file. The submitted log files contained data from 18jun2021 to 16jul2021. Multiple pump stops and low-speed events, as well as associated alarms, were captured on 15jul2021 between 17:42:46 and 17:48:49. Each of the events occurred while the system was operating on the power module. 6 low flow hazard alarms were also captured throughout the log file on 27jun2021 and 07jul2021. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline (dl) cut approximately 11.5¿ from the pump housing and approximately 26.5¿ of the distal portion of the dl was also returned (figure 1). The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination of the dl (11.5¿) found shield breakdown approximately 9.5¿ through 10.5 from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the orange wire 10¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The orange wire redundantly supports motor phase 3. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused the pump stop and low-speed events captured on the submitted log file. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, pump stops, and low speed events. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29aug2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was getting into bed on grounded patient cable and experienced pump stop, low flow and low speed advisory alarms. The patient was switched to batteries immediately, at which time pump restarted and issue resolved. Bedside nurse got another vad (ventricular assist device) cart with another normal grounded patient cable, attempting again to switch patient to wall power, and experienced the same alarms therefore the patient was switched back to batteries, at which time the issue resolved again and pump resumed functioning normally. Vad coordinator suspected short to shield and brought no ground patient cable. Patient was then supported on no ground patient cable since (B)(6) 2021 without issue, with pump functioning normally and patient feeling fine. The patient was listed for transplant status 4 with high panel reactive antibodies (pras). No additional information provided.